Manufacturer narrative:
E1: additional contact - (B)(6). H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump will not run. The patient's pump was alarming, and the screen reads no disposable clamp tubing. Medication was doxorubicin. Resolution volume: 714.3 ml. Rate: 41.7 ml confirmed. Given: 285.70 ml. Bubbles observed in the tubing that extends across the top of the cassette. The event occurred while in use with the patient. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6 - updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.